Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer sometimes uses cold insulin, or overfills the cartridge and does not completed the air removal step. Tandem technical support educated the customer on proper load processes. The customer continued to use the existing cartridge.